Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 155 mg/dl.